Manufacturer narrative:
Removal of device portions is not labeled in the IFU. Ruptures are not labeled in the IFU. Event evaluation: still under investigation.

Event description:
The physician used the urethral balloon and it ruptured inside the pt. Pt had to be taken to operating room to remove balloon fragments. Additional info has been requested but not yet provided by the reporter.